Manufacturer narrative:
Mentor received additional event information regarding suspect medical device information, and that the patient¿s actual date of explantation was (B)(6) 2021. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. As per the receipt of the device, section d suspect medical device information has been updated. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant (sal smooth rnd diap 325cc) had a crease/fold on the posterior view. Additionally, a tear measuring approximately 0.3 cm was found within the crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 267906 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor saline breast implants experienced left-sided implant deflation and right-sided grade IV capsular contracture postoperatively. Diagnoses were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2021. This medwatch report is for the left-sided implant.